Manufacturer narrative:
Pt code: 2692 - labeled na.

Event description:
The hcp placed the pump under fluoroscopy and flipped it back to its normal position. The patient was not exhibiting any symptoms due to her flipped pump and the patient was fine following the pump being flipped back into position. The medications being delivered via the device system were bupivacaine, morphine, and clonidine. The patient passed away about a week after her pump was flipped; the exact date was unknown. The cause of death was terminal cancer and the patient's death was not related to the pump in any way.

Event description:
It was reported the patient's pump device had flipped. The patient's health care provider (hcp) stated the pump flip was confirmed, and was going to "look at the pump under fluoro and try to flip it back." It was also stated the telemetry strips had the incorrect reservoir volume. The medication being delivered via device system was not reported. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).